Event description:
It was reported that a patient presented with fracture noted on the lead during testing of the lead. The lead was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.